Event description:
The laparoscopic irrigator that was originally opened to the sterile field was defective. This was a laparoscopic appendectomy that was perforated and needed irrigation. This was a hydro-surg plus laparoscopic irrigator ref #0026880, lot #jubpf486, exp 2020-1-28. The motor sounded weak and the sterile saline wasn't flowing as hard or fast as it should to irrigate. The suction seemed to be working fine. We resolved the problem by obtaining a new suction irrigator that worked perfectly. This caused a delay of 10-15 minutes in surgery.